Event description:
It was reported to gore a 25mm gore® cardioform septal occluder was selected to treat a patent foramen ovale on (B)(6) 2022. Right disc expansion was noted after locking and the device unlocked. The right disc was observed to be fully expanded. The device was removed and a 30mm gore® cardioform septal occluder was selected and implanted. At this time, the patient complained of chest discomfort. Under intracardiac echocardiography a trivial pericardial effusion was noted. The patient was observed for 30 minutes, remained stable, and was transferred to recovery. Approximately 1.5 hours later, the patient became hypertensive and cardiac tamponade was noted. The patients pulse was lost, cardiopulmonary resuscitation was initiated and the patients pulse returned. Pericardiocentesis was performed draining 750ml of fluid and a pigtail drain was left in place. The patient was monitored for the next 48 hours. Echocardiogram showed no pericardial effusion and the drain was removed on (B)(6) 2022. On (B)(6) 2022, a pleural effusion was noted. The patient was monitored and the pleural effusion resolved without treatment. The patient was discharged to home on (B)(6) 2022.

Manufacturer narrative:
The gore® cardioform septal occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: pericardial tamponade, cardiac arrest, significant pleural or pericardial effusion requiring drainage.